Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: d8, e1 (fax number), h4, and h6. Based on the results of the investigation, and since the device was not returned for evaluation, the customer allegation was not confirmed, and a definitive root cause of the event could not be determined. There was no malfunction reported on the subject device and no failures were identified by olympus that could have caused the adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient with an intradiverticular papilla and very dilated common bile duct exhibited post-sphincterotomy bleeding and contrast extravasation compatible with perforation. Thus, a fully covered non-olympus metallic stent was placed. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography procedure. There were no incidents noted with the subject device, and the procedure was completed using the same device. The patient is in good condition.